Event description:
On (B)(6) 2019, a pacemaker replacement procedure was performed because of battery depletion of the subject pacemaker. The device was taken out of the subcutaneous pocket and it was attempted to remove the atrial lead; however, the atrial set-screw could not be rotated with the screwdriver; the physician did not feel that the screwdriver tip was properly engaged with the set-screw. Leaving the atrial set-screw as it was, the physician attempted to disconnect the ventricular lead. Although the ventricular set-screw was able to be loosened, the ventricular lead was stuck and could not be removed from the ventricular port. Considering the risk of damaging the lead by pulling it with strong force, the physician partly broke the pacemaker header with sterilized nippers to expose the proximal ends of both leads. Both leads were successfully removed from the respective ports in the header. Some blood or tissue was adhered to the sealing of the atrial lead while the ventricular lead appeared clear of such substance. The replacement procedure was completed after both existing leads were re-connected to the new pacemaker.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190402 - file-2019-00248 - analysis_and_closure_report_resp-2019-00532.pdf].

Event description:
On (B)(6) 2019, a pacemaker replacement procedure was performed because of battery depletion of the subject pacemaker. The device was taken out of the subcutaneous pocket and it was attempted to remove the atrial lead; however, the atrial set-screw could not be rotated with the screwdriver; the physician did not feel that the screwdriver tip was properly engaged with the set-screw. Leaving the atrial set-screw as it was, the physician attempted to disconnect the ventricular lead. Although the ventricular set-screw was able to be loosened, the ventricular lead was stuck and could not be removed from the ventricular port. Considering the risk of damaging the lead by pulling it with strong force, the physician partly broke the pacemaker header with sterilized nippers to expose the proximal ends of both leads. Both leads were successfully removed from the respective ports in the header. Some blood or tissue was adhered to the sealing of the atrial lead while the ventricular lead appeared clear of such substance. The replacement procedure was completed after both existing leads were re-connected to the new pacemaker.